Event description:
It was reported that there exposed wires on the power cord. This was found during a manufacturer field service maintenance visit. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
It was confirmed by the field service technician that the inner insulation was still intact and there were no copper wires exposed, the unit was returned to service.

Event description:
It was reported that there exposed wires on the power cord. This was found during a manufacturer field service maintenance visit. There was no patient involvement and no adverse consequences associated with this event.